Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery cap was unable to be removed after a low battery alarm because the battery cap just kept spinning. The reporter indicated that there was no damaged noted to the pump or cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/25/2014 device evaluation: the device has been returned and evaluated by product analysis on 03/05/2014 with the following findings:the battery compartment and the battery cap threads were found to be stripped. The battery cap was found to be unable to secure appropriately to the pump. A test cap had to be inserted in order to operate the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.